Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had problem with air bubbles occurred. The customer¿s blood glucose level was 250 mg/dl. The customer mother reported that they had problem with bubbles occurred after open box reservoir. The insulin pump will not be returned for analysis.